Event description:
On (B)(6) 2012, the reported contacted animas alleging that the date changed to (B)(6) 2007 twice and random times. She confirmed that the issue was not associated with a reboot or a battery change. There were no reported bg excursions as a result of the alleged malfunction. This complaint is being reported because time and/or date changes without user intervention can affect basal rate delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history did not verify that the time and date settings were not able to be maintained. The pump was exercised for 24 hours on a 1 unit per hour basal program. The pump was powered down and then powered up. The pump case was removed and was corrosion found inside the internal battery and was not able to hold charge. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.